Event description:
Patient fell 4 weeks + after surgery. When presented back to surgeon x-ray was taken, and the plate was broken at the junction of the distal side of the cp hole of the plate. It was reported that patient was "neuropathic diabetic."

Manufacturer narrative:
The reported event that anchorage plate had a breakage after surgery could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a patient related issue. It was reported that patient felt 4 weeks after implantation. Moreover, the patient is "neuropathic diabetic". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient fell 4 weeks + after surgery. When presented back to surgeon x-ray was taken, and the plate was broken at the junction of the distal side of the cp hole of the plate. It was reported that patient was "neuropathic diabetic."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.